Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that a patient had a ¿serious situation with the battery inside her.¿ it was reported that the device was programmed for lying down and sitting up. It was stated that the patient had stimulation set at 3.5v and ¿all of a sudden¿ stimulation went up to 8.7v. The patient stated that it felt ¿like she was being tased and like she was being fried from her head to her toes.¿ it was stated that the issue started ¿a week or 2 before (B)(6)¿ and that the patient had gone to a move and all of a sudden ¿it shot up.¿ it was noted that it only shot up on one side not both. It was stated that this only happened when stimulation was on. The patient stated that she ¿knew the implantable neurostimulator (ins) was defective.¿ the patient noted that the manufacturer¿s representatives were not aware of the issue yet and that she had an appointment on (B)(6). Additional information received reported issues regarding intermittent high stimulation starting about 6 weeks ago. It was reported that the patient stated experienced shocking/ jolting and increase in stimulation .it was stated that he patient alleged the increase in stimulation was confirmed when the patient checked the programmer.